Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to fire station due to meter result. Test strips were returned - only one test strip in vial, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 22-aug-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from result obtained of 590 mg/dl and from meter to meter comparison results of 590 mg/dl using true metrix meter and 152 mg/dl using another device. The customer¿s expected am fasting blood glucose test result is under 150 mg/dl and expected pm fasting blood glucose test result is 217 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had been concerned when she had obtained the result of 590 mg/dl on (B)(6) 2022, and so she had gone to a fire station to have them check her blood glucose. Customer's blood glucose test result when at the fire station had been 152 mg/dl; customer stated the test was performed within 10 minutes after she had obtained the result of 590 mg/dl. The customer did not receive any treatment. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2023 and test strips were opened the week prior to the call. The meter memory was reviewed for previous test result history: result 1: 119 mg/dl date: (B)(6) 2022 time: 12:00 am fasting. Result 2: 590 mg/dl date: (B)(6) 2022 time: 6:00 pm fasting. Result 3: 206 mg/dl date: (B)(6) 2022 time: 10:00 am fasting. Result 4: 114 mg/dl date: (B)(6) 2022 time: 7:36 pm fasting. Result 5: 142 mg/dl date: (B)(6) 2022 time: 7:39 pm fasting.

Manufacturer narrative:
Sections with additional information as of 07-oct-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.